Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol optic was noted to be dented (chipped) after implantation. The procedure was completed without product replacement. The iol was left implanted.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: only photos were provided. One photo is of product labels. The second photo provided shows the lens in the eye. The optic edge appears broken/torn. The file indicated the use of a qualified lens/cartridge/and viscoelastic combination. The associated handpiece used is not qualified for this lens/cartridge/and viscoelastic combination. Information in the file indicated that the lens remains implanted. The available photo of the implanted lens shows damage to the edge of the optic. This broken edge area was most likely interpreted as the reported complaint. The root cause of the optic damage is most likely related to a failure to follow the directions for use (dfu). The account used a handpiece which is not qualified for use with this lens/cartridge/viscoelastic combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).